Event description:
A healthcare professional reported that surgeon unable to get appropriate torque on implant site #4, nmcf4211, lot#9001322 implant lacked primary stability. The implant was removed during implant placement with no report of observable clinical symptoms. According to the information, the patient has hypertension. The device was forwarded to the manufacturer. No other medical issues were reported.